Event description:
No upstream occlusion alarm, found during patient use with no patient injury medical intervention required. There have been no incident reports filed since the last baxter service event.